Event description:
On (B)(6) 2012, united states endoscopy received a maude event report from the FDA (medwatch report (B)(4)) regarding the following: an advance capsule delivery device was being utilized to deploy a pillcam video capsule in an (B)(6) pediatric pt. The device is packaged with a small yellow tip protector on the end of the catheter of the delivery device. For device setup, the catheter is passed through the endoscope with the yellow tip protector attached. The yellow tip protector is then removed and the pill cam capsule cup is threaded onto the end of the catheter prior to the endoscopic procedure. The rn who assisted with placement of the pillcam had never used the advance device and did not realize that the yellow tip protector needed to be removed (after the catheter of the delivery device had been passed through endoscope) in order for the pillcam capsule cup to be securely attached and screwed onto the catheter. The rn attached the pillcam capsule cup, incorrectly, to the catheter with the yellow tip protector in place. The endoscopy was started, and the pillcam capsule cup became dislodged in the pt's pharyngeal area. The pt's airway did not have an endotracheal tube present; therefore, there was a foreign body free just above the pt's larynx. The staff was able to manipulate the pillcam capsule cup to where they could visualize and remove it. No harm or injury was reported.

Manufacturer narrative:
A review was performed of the complaint trending data. The company did not receive a report of this complaint until it received the medwatch report (B)(4). In addition, the company has not received any complaints involving similar circumstances where the facility has attached the capsule cup to the catheter without removing the yellow tip protector. The IFU addresses the removal of the yellow tip protector after the catheter has been placed through the endoscope. Specifically, in step 7 of the IFU, it states: "once the catheter assembly exits the distal end of the endoscope's accessory channel, the yellow tip protector should be removed by either tugging gently or unthreading in a counter-clockwise direction. The yellow tip protector should be set aside for subsequent connection at the completion of the procedure." Further, the warnings and precaution section of the IFU provides, "confirm engagement between the capsule cup and the stainless steel distal thread connection prior to pt intubation to minimize the risk of accidental or premature disengagement and potential pt complications." Further, the IFU contains contraindications against the use of the device in pts who are 10 years and younger. Specifically, the contraindications section of the IFU indicates that the device is "for pts 10 years and older." The IFU further warns that "certain pt conditions, such as surgically altered or atypical anatomy, may hinder or prevent the endoscopic placement of the capsule." A united states endoscopy rep in-serviced the customer on proper instructions and use of the device. The actual devices involved were not returned for investigation. A review of the complaint database reveals no similar complaint reported from this product lot number.